Event description:
It was reported that a malfunction alarm occurred. At the time of the report with tandem technical support the customer did not have an alternate method for insulin therapy. Multiple follow up attempts were made to obtain additional information, however, a response was not received. Customer¿s blood glucose level was 123 mg/dl.